Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but not used. The lead had poor numbers in the rv which the physician concluded that a longer lead was needed. The lead was then attempted to be implanted in the right atrium (ra) but also had poor numbers with unstable thresholds and dislodged multiple times. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.